Manufacturer narrative:
Film evaluation summary: the reported compression of the bifurcate ipsi/right limb was confirmed. This appears most likely related to implanting within the small diameter (22 ¿ 25mm) and long proximal neck; the opposing contra limb within the overlapping gate appeared to have compressed the ipsi limb near its origin just below the flow divider. It is also likely that the acute neck angulation at this location exacerbated the limb compression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently almost six weeks later with a diminished pulse in the right groin and leg. A CT was preformed and found there was limb compression in the gate of the right limb of the bifurcate device. It was confirmed by ivus there was no compression present in the stent graft limbs etlw1620c124e or etlw1616c124e. The left limb of the device was found to be placed at the flow divider while the right limb was placed approximately 2.5-3cm below the flow divider. The compressed portion of the right limb measured 4mm by intravascular ultrasound. The patient was brought to or where a 16-16-93 endurant limb was placed from the right side and was aligned equal to the limb that was on the left side. Two 14mm kissing balloons were inflated at the flow divider. Post procedure intravascular ultrasound showed equal limbs measuring 9mm by 13mm. It was reported that the patients blood flow immediately restored to the right leg. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.